Event description:
The plate broke on (B) (6), 2009 and was explanted on (B) (6), 2009. It is further reported that the plate was implanted without 3 screws in the proximal end of the plate.

Manufacturer narrative:
Na